Event description:
The customer called to report multiple visits to the emergency room due to high blood glucose levels. The customer's blood glucose levels were above 600 mg/dl at the time of the call and began walking to the emergency room again for treatment. Troubleshooting was performed and the insulin pump passed the prime test. The customer didn't have a tubing clamp for the high pressure test. The customer later called back to report more high blood glucose levels. The customer stated that the previous infusion set had moisture on the tape. Unable to detect where the possible leak was coming from. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.